Manufacturer narrative:
Age of device: 3 years, 8 months, 11 days. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient went to emergency room (ER) with symptoms of stroke including right arm and leg weakness, spotty vision on (B)(6) 2018 and was admitted to hospital on (B)(6) 2018. However, a stroke was not confirmed. It was presumed that the patient had a transient ischemic attack (tia). CT scan and CT angiogram were performed which were negative for ischemia or acute process. Patient's anticoagulation regimen remained same with an inr goal of 2.63. No additional further information was provided.